Event description:
It was further reported that the stent was introduced through a 7f mach 1 guide catheter. The lesion calcification was severe. After the promus element was removed from the patient, the lesion was dilated with a balloon catheter and another manufacturer's stent was implanted to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal to mid left anterior descending (lad) artery. This 3.00x28mm promus element stent was selected for treatment. Resistance was experienced during insertion of the device into the patient and the stent delivery system (sds) was unable to cross the lesion. The device was removed from the patient when it was noted the distal stent struts were lifted. No patient complications were reported and the patient's status is good.